Manufacturer narrative:
Used needle/suture was returned for evaluation. The needle/suture piece was examined for visual inspection and the body of the suture piece it was observed damaged along of the strand and the end present elongation. Suture was found to be out the required length requirements. (IFU) caution: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition it was suggest an improper handling.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic assisted hysterectomy on (B)(6) 2017 and a barbed suture was used. During the procedure, the surgeon had applied the device through the tissue and when applying a normal amount of tension, the suture broke . The break occurred slightly past the midpoint closer to the needle. It is unknown how the procedure was completed. There were no adverse patient consequences. No additional information was provided.